Event description:
It was reported that the patient with this pacemaker device triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. The intrinsic amplitude was out of range. Technical services (ts) reviewed and stated that there was a signal artifact monitor (sam) event recorded. Ts suspected there could be a lead fracture and recommended to have the patient seen in clinic for further evaluation and to rule out lead integrity. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. The intrinsic amplitude was out of range. Technical services (ts) reviewed and stated that there was a signal artifact monitor (sam) event recorded. Ts suspected there could be a lead fracture and recommended to have the patient seen in clinic for further evaluation and to rule out lead integrity. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the nature of incident for more information regarding the specific circumstances of this event.